Event description:
The advocate stated the customer tested her blood glucose and received a reading of 340 mg/dl using her breeze2 meter. She retested and received a reading of 167 mg/dl using another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.